Manufacturer narrative:
The device was used for treatment. This complaint is reportable as a MDR as the health care practitioner reports that the issue was life threatening and due to the medical intervention of the resuscitation to patient. Since the reportable event is only associated with this device, the MDR will only be against this device. No trend was detected for the serial number reported in this complaint. Trends were reviewed for complaint categories, low no - condition, lack of alarm, and cardiac arrest. No trends were detected for these complaint categories. The product monitoring data is within control limits. At the time of this report, the analysis and investigation of the device is still in progress. A final report will be submitted once the investigation is complete. (B)(4). (B)(6) 2025.

Event description:
The customer reported that on (B)(6) 2025 a patient was on non-invasive ventilation (niv) with nitric oxide (no) connected into the hamilton g5 ventilator circuit delivered by the inomax dsir device. The customer reported using a dual limb 15mm wet circuit from a hamilton g5 in niv mode with a non-vented mask. The nitric monitoring was positioned at the patient end on the expiratory limb just before the y piece. The customer reported the nitric oxide delivery stopped when the no cylinder ran low. The customer reported the patient suffered cardiac arrest and CPR was performed. The customer reported the no value was reading -0.1 when the cylinder ran out. The customer reported this cylinder had been in continuous use for 51 hours from (B)(6) 2025 at 10:45 to (B)(6) 2025 at 14:45. The customer reported that the staff did not hear an alarm from the device to alert that the cylinder was low. The customer reported that they then started the patient on manual ventilation with the inomax dsir device's inoblender to continue providing inhaled nitric oxide therapy after switching to a different cylinder that was full. The customer reported the patient recovered after performing CPR and initiating nitric oxide therapy with a full cylinder. The inomax dsir device will be returned for investigation.

Manufacturer narrative:
The distributor is responsible for all the service and preventive maintenance for this device. The distributor provided mallinckrodt with the device's service logs for review. The device was returned to the distributor's service center for investigation. The distributor reported during testing of the returned device, the low no alarm and low pressure alarm functioned as expected. Review of the service log showed at the time of event the device was set to deliver no at 13ppm and continues to run without issues for approximately 4 hours and 40 minutes. The measured no reads at 9.8ppm which causes the device to sound off a "low no alarm". For the next 4 minutes, a series of "two cylinder open" alarms go off with one accompanying low pressure alarm which is cleared after 4 seconds. The low pressure alarm is most likely due to the continuous opening and closing of the cylinder. About 8 minutes later the delivery set point is changed to 19 ppm along with the series of opening and closing of the cylinders. Throughout this time the low no alarm remained active and was not cleared. About 45 minutes after the initial low no alarm went off, the alarm cleared. The root cause for the low no alarm is most likely due to user error by not replacing the depleted cylinder. The device operated as it designed to notify the user of a low no condition. The most likely root cause for the patient's cardiac arrest could not be determined based on the information available. The distributor reported that CPR was performed and the inomax dsir inoblender was utilized to continue providing inhaled no therapy to the patient (per the inoblender operator's manual page 4, the intended use for the inoblender is as a backup to a primary inomax delivery system; or for short term attended use when a primary delivery device cannot practicably be used.) The customer reported the patient recovered when inhaled no therapy was reinitiated using a full cylinder. This assessment is based on the information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event term: cardiac arrest. (B)(4). (B)(6) (B)(6) 2025.